Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose level was 52 mg/dl. Customer reported that they turned off the insulin pump to go to paddle boarding and when they turned it on again it was not communicated with sensor. Customer got a cannot find sensor signal alert. Customer declined to troubleshooting for hypoglycemia. Customer treated low blood glucose by eating. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report had the missing information of auto mode. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.